Event description:
The patient began recharging her implantable neurostimulator at 8 am and stopped recharging in the late afternoon. The patient felt a burning sensation on her skin. The skin 'ripped off' when her husband removed the recharger antenna. Please see MFR. Report # 3004209178200807961. The patient was seen by her hcp the next day. The neurostimulator site was infected and had been infected for a couple of days. No other patient symptoms or treatment was reported. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.